Manufacturer narrative:
The facility currently cannot determine which serial number was allegedly involved.

Event description:
It was reported a caregiver injury occurred reportedly due to the prime zoom stretcher braking system. Pt was on stretcher (no details on pt), the nurse went to activate foot pedal (happened both brake/neutral->steer and steer/neutral->brake). The caregiver alleges the approach angle was awkward and causes hyperextension of knee.